Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported intermittent occlusion alarms occurred. Customer changed supplies to address occlusion alarms. Customer¿s blood glucose (bg) level was 575 mg/dl and was reported to be running high due to this issue. Customer addressed elevated bg with a manual insulin injection.